Manufacturer narrative:
Concomitant medical product: cd3361-40c ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device began vibrating and they went to the accident and emergency hospital. Upon interrogation, it was noted that the patient's right ventricular (rv) lead had high defibrillation impedance. It was noted that the lead was going to be revised, however follow up indicated the lead is still in use. No patient complications have been reported as a result of this event.